Event description:
The customer reported, the image became too white when there is a little piece of metal in the field. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the dosage and image sharpness and improved the image quality, but the customer wants more improvement.